Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had received a no delivery alarm on the (B)(6). Customer resolved the issue by a set change. Customer's blood glucose was 9 mmol/l. Customer replaced the sets and mentioned that he has a hairline crack by the battery compartment. A loaner pump will be sent to the customer.